Manufacturer narrative:
Corrected filed: h4- corrected manufacturer date from oct 30, 2017 to oct. 29, 2017. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to failure of the charged coupled device (ccd). It is likely that water entered inside due to puncture on a cable and it caused failure of the ccd. A definitive cause of the punctured cable could not be identified. The phenomenon can be prevented by following the description in the instruction manual for flooding which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Correct the contents of the investigation: the image is not displayed (chi1001d). Error b30 occurred (chi1006b. ). Based on the results of the investigation, it was determined that error b30 occurred due to cable failure. It was likely that the water entered from puncture on a cable and flood inside occurred resulting to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, puncture was noted on the cable, the device failed leak test and the reported issue was confirmed due to a faulty charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head had no image. There was no harm or user injury reported due to the event.